Manufacturer narrative:
Event date correction from (B)(6) 2018 to (B)(6) 2018. Date of this report correction from (B)(6) 2018 to (B)(6) 2018 brand name correction from sterrad® 100nx sterilizer to sterrad® nx sterilizer device manufacture date correction from 04/20/2007 to 04/13/2007 the initial report incorrectly stated an event of an "oil mist filter failure" with their sterrad®nx sterilizer. Upon follow-up, the field service engineer (fse) confirmed there was no oil mist filter failure, but instead identified an oil/fluid leak coming from their sterrad®nx sterilizer. No smoke/haze or mist was observed. The asp fse replaced the oil return valve and vacuum pump to resolve the oil/fluid leak and haze/mist issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the oil/fluid leak and haze/mist issue, and system risk analysis (sra). Trending analysis of the oil/fluid leak and haze/mist issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the oil/fluid leak and haze/mist issue is due to the deterioration of the oil return valve and vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(6). (B)(4).

Event description:
A customer reported an event of "oil mist filter failure" on their sterrad 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.